Event description:
(B)(4) study. Same case as: 2134265-2011-05431. It was reported that during and post a coronary stenting treatment procedure, the patient experienced spasm, stent under expansion and myocardial infarction. The lesion being treated was located in the 2nd obtuse marginal. The lesion was 80% stenosed, 2.3mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 2.25x16mm taxus element stent. Residual stenosis was 0%. Following stent placement, an image compatible with spasm was noted proximal and distal to the stent. Slow improvement was observed with treatment of intracoronary nitroglycein. A non-target lesion in the mid left anterior descending (lad) was treated with direct stenting using a 3.0x20mm promus element stent. Following post dilation, stent under expansion was noted. This was treated with post dilation using a 3.25x10mm non-compliant balloon with good angiographic result. 1 day later, the patient experienced elevated troponin values and a myocardial infarction was reported (peak troponin= 1.77 ng/ml, uln= 0.04 ng/ml). It was noted that the patient did not experience ischemic symptoms and no action was taken to treat this event. There are no electrocardiogram available for this event. The patient was discharged 2 days later on aspirin and clopidogrel

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).